Manufacturer narrative:
Additional information: d1, d4, d9, g3, h2, h3, h4, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath contact force ablation catheter, sensor enabled instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an atrial fibrillation procedure, a pericardial effusion occurred which required transfer to another hospital. After finishing the map, ablation was started. When trying to position somewhere else in the left atrium, the physician noted a strange trajectory of the catheter. The physician took the wrong path while inserting again through the transseptal which caused the effusion, it was thought that the trajectory noted was due to the catheter going through the pericardium. A drop in blood pressure was observed. An echocardiogram was done which revealed a pericardial effusion. A pericardiocentesis was performed but drainage was unsuccessful. The patient was transferred to another hospital. The patient is stable.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.